Event description:
The customer reported that the subject device had an interior leak. The issue was observed during reprocessing. There was no patient or user injury reported. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service observed the endoscopic image was blurry. This report is being submitted for the malfunction found during the device evaluation (blurry image).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing, service observed the endoscopic image was blurry, and focus function error e204 appeared on the screen when manipulating the insertion tube. The issue was attributed to charge coupled device (ccd) failure. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the probable causes: damage to the ccd unit; sliding error of movable l-range that occurred in the zoom scope; image occurred within the allowable range; damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information ¿ please read before use. Warnings and cautions. During the device evaluation, service found a leak from the biopsy/instrument channel. Switch #1 was misaligned. The up angulation was low. There were scratches with sharp edge on the distal end plastic cover. The adhesive on the objective lens was worn. The adhesive on the light guide lens was worn. The rubber adhesive on the c-cover and insertion tube was cracked and sharp. The insertion tube had excessive buckling. The customer label/barcode on the scope connector was recommended. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.